Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the onlay implant, the patient experienced mesh wadded up, adhesions, pain, aponeurosis containing scar tissue, mesh migration, mesh erosion, and spermatic cord involved. Post-operative patient treatment included nerve block and removal of mesh.